Event description:
The bovie sound did not alert the treating physician that he had activated the machine by pressing down on the foot pedal. Consequently, the posterior vaginal wall was burned. A surgeon resected the burned area to speed healing and to avoid the development of a vaginal-rectal fistula.